Event description:
It was reported that a patient underwent a gynecological procedure to repair stress incontinence on (B)(6) 2008 and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): in 2008, the patient experienced multiple urinary tract infections and was treated with cipro and macrobid. The patient had two surgeries to correct the mesh that was eroding through her vagina. During these procedures, the patient lost blood and needed a blood transfusion. The patient also lost her cervix. The patient underwent reconstruction on her vagina and had porcine graft put in. The patient was seen by the physician every ten to fourteen days for finishing the process of reconstruction. The patient has also gone to two physical therapists, who tried to help correct her vaginismus. The patient was seen by a urologist and was scheduled for surgery in 2009. (B)(4)- the actual device batch number associated with this event is not known. The following are possible batch numbers: batch 3135691, mfg date: 04/10/2008, exp date: 02/28/2011. Batch 3320477, mfg date: 06/30/2009, exp date: 05/31/2012. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). Mesh was removed due to mesh erosion, recurrent urinary infections and dyspareunia.

Manufacturer narrative:
Due to pelvic pain and dyspareunia after mesh surgery, on (B)(6) 2011, a vaginoplasty with placement of porcine graft was performed. The patient also underwent mesh removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat severe dysmenorrheal and uterovaginal prolapse and mesh was implanted along with the concurrent procedures of cystoscopy and laparoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.